Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while using kit flu a+b 30 test physician veritor 10 false positive results were obtained by the laboratory personnel. A biosign test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. It was reported that customer reported that he has been getting positive results for the bd flu a & b waived kit and negative results on the biosign flu a&b for tests ran on the same patients. Is the customer reporting a false positive or false negative?: false positive.

Event description:
It was reported that while using kit flu a+b 30 test physician veritor 10 false positive results were obtained by the laboratory personnel. A biosign test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. "It was reported that customer reported that he has been getting positive results for the bd flu a & b waived kit and negative results on the biosign flu a&b for tests ran on the same patients. Is the customer reporting a false positive or false negative? False positive."

Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding your complaint that alleges false positive results when using kit flu a+b 30 test physician veritor (material # 256045), batch number 0121653. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed via retain samples. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified.